Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella device was not returned for evaluation. The data logs confirm purge pressure high alarms. The data logs show a gradual rise in purge pressure before alarms were triggered. There was high purge pressure for about an hour after which the issue resolved. There was another gradual rise in purge pressure which also resolved. The root cause of the high purge pressure was most likely biomaterial related. E4 should have been left blank on manufacturer device report 1220648-2024-15759.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient with cardiomyopathy in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Seven days into the support, the pump had high purge pressure alarms that were treated by the use of tissue plasminogen activator (tpa). There was no harm to the patient.